Event description:
It was reported that the pump battery would not charge, and the caller attempted various troubleshooting steps without success. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump under warranty, and the customer was advised to use multiple daily injections (mdi) as a backup insulin delivery method. The caller was instructed on how to put the pump into storage mode and agreed to return the faulty pump with a pre-paid label.